Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was unable to adjust stimulation. The programmer displayed showing "call your doctor" icon and a power on reset (por) condition.